Manufacturer narrative:
Device evaluation. Other, device evaluation has not been completed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. A follow-up report will be submitted when the device evaluation has been completed. Evaluation: method, device history record was reviewed. Complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
A kink was found on the catheter while attempting to place the occluding wire into the catheter after removal of the 0.035 guide wire. The kit was replaced with another device. There was no report of harm or injury to the patient.